Manufacturer narrative:
(B)(4).

Event description:
The patient reported an unknown error code on the patient programmer (pp). The call your doctor icon was seen. She had been on "high beam" and couldn't take it anymore. The patient confirmed that stimulation was on and at 0.0 volts. Stimulation was clarified that it was high. She was unable to get stimulation to turn off. Her hand was also vibrating on and off to her neck and at the back of her head. This was constant. It was stimulating and she couldn't take it anymore. She was so stimulated and sore from being on high beam. The call your doctor icon was seen on (B)(6) 2015 and the strong stimulation/uncomfortable stimulation occurred on (B)(6) 2015. Additional information received reported that she was on program c, stimulation was off, and she was at 0.0 volts. When she woke up the morning of (B)(6) 2015, her stimulation was on. It was coming on between 8-9 am and was going off at 10 pm. She was feeling vibration in the arm. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.